Manufacturer narrative:
A full investigation could not be completed as the actual device was not returned to the richard wolf (B)(4) facility as of on 05/28/2013. Request to return device or send photos of device for evaluation have been submitted. The shaft is screwed into the button and the two are welded together to form a trocar. Trending results revealed no similar occurrences have been reported in the last five years. Labeling was reviewed and found to be adequate. Ie intended use, indications and field of use, preparation and cautions. Richard wolf considers this matter closed. However, in the event additional information is received, we will provided FDA with follow-up information.

Event description:
(B)(6) translation of (B)(6) report: during a coelioskopie, the head of the trocar has been solved from the rod and slid into the body via trocar sleeve. A patient injury was not reported. (B)(6) translation of (B)(6) report: during a laparoscopic surgeon introduced a trocar sheath using the trocar (is a button and a rod) the button is unscrewed and the trocar has slipped into the peritoneum. No injury to patient was reported.